Event description:
The customer called because her blood glucose levels had been running low all morning, and see has not been feeling well. The customer stated that her last blood glucose reading was 47 mg/dl and she wants to go to the emergency room. The customer treated with orange juice, but stated that she was still not feeling well. The customer stated that she would call back later because, she did not feel well, and disconnected the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.